Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history, and trending were reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Information received on 4/7: it was reported that physician used 6.5 canc screw placements in cup to secure cup, fx site, cup appeared stable, over time the cup loosened and protruded into pelvis. Sched rev surgery to fix cup and replace rejuvenate modular stem. Due to patient health, age, blood loss and length of surgery time dr decided not to replace the rejuvenate stem as he saw no signs of corrosion and it appeared well fixed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacture. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.